Event description:
During the evaluation of a returned sample it was found that the sponge was fully separated from the cap. There was no patient involvement. No additional information is available. This is report 5 of 8.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. During visual evaluation the sponge was observed to be fully separated from the cap. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.